Manufacturer narrative:
One 9x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 5mm¿s of the distal threads have broken off and were not returned for examination. The screws major diameter and wall thickness was measured and found to meet print specification. From the information provided, the screw broke during insertion into the tibial tunnel. An exact root cause cannot be determined with confidence with the limited clinical details provide; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the device was broken when it was inserted. Backup device was available to complete procedure. No significant delay was reported and no patient injuries were reported.